Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and evaluation. Additionally, to provide corrections to the initial with information inadvertently left out (d4 lot number, UDI, and h4) and a correction to the initial (d9 and h3). The piece of the device that fell off was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. The tissue pad was worn, partly torn and fell off. The tip of the tissue pad was severely worn. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the tissue pad was falling off because of the following mechanism: 1. Nothing is gripped between the gripper and the tip of the probe during seal & cut output. Due to the condition (including after the tissue was cut), part of the tissue pad was severely worn and part was torn. 2. The tissue pad was cut and part of it fell off due to the load applied to the torn tissue pad. However, the root cause of the phenomenon could not be identified. The event can be prevented by following the instructions for use which state: " do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating." " do not close the gripping part and perform seal & cut output when nothing is gripped between the gripping part and the tip of the probe or when it is not possible to confirm whether the gripped living tissue or blood vessel has been incised. Abnormal heat generation due to friction between the grip and the tip of the probe may lead to breakage, deformation, or falling off of the grip or tip of the probe, partial peeling of the tissue pad, and severe wear." " when cutting or vessel sealing is performed in max & var mode, apply light tension on the tissue so that users can confirm that it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation." " when treating living tissue or blood vessels, apply light tension and make an incision so that the cut can be seen. In addition, when it is cut off, immediately stop the output. Otherwise, friction between the tissue pad and the tip of the probe may cause abnormal heat generation, which may lead to breakage, deformation, or falling off of the grip (both stainless steel and fluororesin parts) and the tip of the probe, and part of the tissue pad may come off. I have." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The root cause cannot be determined at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility reported to olympus that while using the sonicbeat 5 mm, 35 cm, front-actuated grip during a laparoscopic adnexectomy, for an ovarian cyst, the tissue pad came off during the surgery and fell into the patient. It was unclear which body part the pad may have fallen into, but it was stated that it "seemed" to have fallen off during the "membrane incision" at the end of the surgery - "perhaps the time of uterine membrane dissection." An x-ray was not utilized for examination during surgery. The physician tried to recover the pad by washing, but they were still missing. Pieces of missing pads were collected, however. No additional intervention was required, nor will be required or performed at a later date. The issue did result in a one hour extension of the surgery, with extension of anesthesia. No additional impact to the patient was reported.